Manufacturer narrative:
Device evaluation details: the product was returned to biosense webster inc (bwi) for evaluation and the evaluation has been completed. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was inserted in order to verify if there was resistance. However, no resistance or obstruction was felt. Resistance reported could be related to hemostatic valve dislodgement. Additionally, the dilator's outer diameter was measured, and dimensions were found within specifications. A device history record was performed for the finished device batch number, and no internal actions were identified. The issue reported by the customer was confirmed. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Initial reporter name and address: initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref#: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation on procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small for which biosense webster¿s product analysis lab (pal) identified a hemostatic valve separation. It was initially reported by the customer that when the dilator was inserted, the valve of sheath was stuck inside. After the sheath was changed, the procedure was conducted. The procedure was completed without patient's consequence. There was no physical damage to the sheath/catheter/dilator due to the resistance and there was no occlusion when irrigating the sheath. The sheath did not appear narrowed, partially or completely blocked. The customer¿s reported issue of resistance with the sheath is not considered to be MDR reportable since the potential for patient injury due to resistance is remote. On 19-aug-2022, the bwi pal revealed that a visual inspection of the returned device found the hemostatic valve dislodged inside the hub component. This finding was reviewed and determined to be an MDR reportable malfunction.